Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and discovered that the unit immediately went "vent inop." The main board was replaced and the operational verification procedure was performed and the unit was placed back into service. In the event the main board is received for evaluation a follow-up report will be submitted at that time.

Event description:
The customer stated that while on a patient this unit had some issues. After further clarification it was discovered that this unit had a vent inop alarm. The status of the patient is unknown.